Event description:
It was reported that during an unk procedure, the stop cock came off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the device was received with the stopcock sub-assembly detached from housing. The device had only a small visible evidence of adhesive on sleeve housing and on stopcock sub-assembly. Residues of adhesive were returned inside a sample bag. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided. Was not returned for evaluation.